Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. One (1) controller was returned for analysis. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The reported event could not be confirmed. Review of the controller log files revealed occurrences of switching events prior to the 25% threshold. This is an incidental finding not related to the reported event. These premature switching events are most likely due to communication anomalies between battery and controller. Heartware has opened an internal investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced controller faults. The controller was exchanged with no reported patient consequences.